Event description:
A 26mm sapien xt valve was deployed in an existing 26mm sapien valve to correct moderate-severe paravalvular leak (pvl). The novaflex + (nf+) delivery system burst during the xt valve deployment. Post dilation of the xt valve was successfully performed. The initial implant of the 26mm sapien valve was too ventricular (60-70% ventricular), but was left at that time without further intervention. Twenty-eight (28) months later the patient returned with worsening symptoms due to moderate-severe pvl. It was decided by the team to implant a 2nd valve in a higher position. During the 2nd tavr procedure, the novaflex+ delivery system was prepped with nominal volume (21cc). Pre-deployment, the 26mm sapien xt valve was positioned 70:30 aortic/ventricular (a/v) without difficulty. But during balloon inflation the xt valve started to move into the aortic position. As the team repositioned the xt valve, the nf+ balloon ruptured. Post deployment the xt valve was stable and landed in the intended position (70:30 a/v). The physician removed the delivery system and sheath and inserted a new 18fr sheath. A 26 x 4 true balloon was prepped and inserted into the 18fr sheath to post dilate the xt valve. The balloon was introduced into the 26mm sapien xt and inflated. Echo was then assessed and only trace/mild pvl was noted. The balloon and sheath were taken out and perclose sutures were tied down. An angiogram of the left common iliac was done showing brisk flow. The patient was extubated and transferred to the ICU in stable condition. The team thought that during the repositioning of the sapien xt the balloon ruptured once it came in contact with the existing sapien valve. Valve calcification degree and native vessel size is unknown at this time.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon burst cannot be confirmed; however, it appears that it was related to patient factors (pre-existing sapien valve) in combination with procedural factors (repositioning of the xt valve prior deployment). The xt valve was implanted at the intended position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2015-00958.